Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump alarmed during the basic occlusion test due to a slightly loose drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at reservoir tube window corners, cracked belt clip slot and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed an error while the user held the act button during the manual prime process. The blood glucose reading was 10 mmol/l. The caller was advised that the insulin pump would need to be replaced, since the force sensor did not detect the reservoir. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.